Manufacturer narrative:
Correction: section h6 evaluation code method, result and conclusion. Component code added h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 ventilator generated a bd (breath delivery) eeprom (electrically erasable programmable read-only memory) error and went into a safety valve open condition and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue and replaced the breath delivery (bd) cpu printed circuit board (pcb) to resolve the issue. The ventilator has passed all testing per manufacture specifications and was returned to the customer. One bd xena ii pcb was received for failure analysis. The ventilator generated a ¿vent inop¿ condition with relevant diagnostic code in the logs, verifying the customer reported event. The fault was isolated to the bd operating software having become corrupt. The corrupt software was erased. Software was reloaded to the bd xena ii pcb. If this failure occurred during ventilation, the ventilator would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. The cause of the event was isolated to corrupted bd operating software. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated a bd (breath delivery) eeprom (electrically erasable programmable read-only memory) error and went into a safety valve open condition and ventilation stopped. The patient was not harmed or injured as a result of the reported event. Patient intervention is unknown at this time.

Manufacturer narrative:
Patient identifier information cannot be provided due to the restriction by the (B)(6) privacy regulation. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated a bd (breath delivery) eeprom (electrically erasable programmable read-only memory) error and went into a safety valve open condition and ventilation stopped. The patient was not harmed or injured as a result of the reported event. Patient intervention is unknown at this time.